Event description:
It was reported that during a remote follow up, high defibrillation impedance was noted on the right ventricle (rv) lead. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition.